Manufacturer narrative:
Bleeding is a known potential adverse event and documented in the device labeling.

Event description:
33 days post procedure, patient presented to the emergency department with complaint of ongoing worsening nosebleed for past 2 days. Patient stated that the nosebleed presented 2 days ago for the first time when patient tried to blow nose. Patient was taken to the local ER where packing was done and patient was discharged home. Patient had a second episode when a family member attempted to put tampons in nose but when bleeding was not controlled patient was brought into the emergency department via ems. On ems arrival patient was noted to be hypotensive and tachycardic, patient received 2 g of txa, 2250 cc of IV fluid, and was given 1 unit of blood in the emergency department on arrival and another unit afterwards. Ent physician was notified. Patient underwent cauterization of right posterior nasal bleed and removal of blood clots by ent physician. Hb remained stable. Patient was discharged same day of the procedure. Clinic has confirmed that patient is doing well now.